Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. The customer's blood glucose was 538 mg/dl. Customer reported their blood glucose started to decline after changing their infusion set. The customer declined troubleshooting for their high blood glucose. The insulin pump will not be returned for analysis.